Event description:
The customer reported that the insulin pump was not delivering after she received a low reservoir alarm. The customer stated that the basal rates had changed without her or her doctor intervention. The customer stated that the insulin pump was not functioning properly and does not feel comfortable wearing the insulin pump. Advised the customer that replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.